Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the adc device. The customer reported feeling unspecified symptoms of hypoglycemia but was treated with insulin (dose/type unknown) by a third-party. No further information regarding this event was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A caller reported a low reading issue with the adc device. The customer reported feeling unspecified symptoms of hypoglycemia but was treated with insulin (dose/type unknown) by a third-party. No further information regarding this event was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. An extended investigation was performed. Visual investigation has been performed on returned sensor and no issue were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.